Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Not applicable due to non-us application.

Event description:
Further follow up identified the patient has two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced ineffective stimulation due to autoreduction. System diagnostics determined high impedances on the leads. Reprogramming initially resolved the issue. However, the issue recurred. It was also stated the patient experienced a fall. X-rays revealed the leads have migrated. As a result, surgical intervention will be taken at a later date to address the issue.